Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with rapid, deep breathing and rapid heart rate associated with intermittent power to the pump. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Product analysis: the device was returned and evaluated by product analysis on 07/30/2015 with the following findings: review of the pump¿s black box showed evidence of rebooting. A reboot occurred on (B)(6) 2015 at 1745; deliveries resumed at 1800. The total daily dose history is appropriate per the user programmed basal rates. Three battery compartment cracks were observed. The battery cap threads were damage and the cap was unable to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test with a test battery cap without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the internal components and power circuit. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.